Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system hardware failed and drawer showed as failed in main screen. The customer attempted to resolve it by manually releasing drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system hardware failed and drawer showed as failed in main screen. A field service engineer found the system experienced a ghost failure followed by a manual failure. Recovery actions were performed successfully, and the system was restored to normal operation. The system functioned as intended after the field service engineer repaired the device.